Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. First, it was reported that the ngen generator was displaying a high impedance shut off message (error code unknown). To troubleshoot, the bwi representative exchanged the ablation cable and catheter. The issue remained. The caller then exchanged the ngen generator for a smartablate generator system. No temperature readings were being displayed on the smartablate generator. The generator to patient interface unit cable was exchanged and the issue resolved. The case continued. Later in the case, the physician did a test burn on the cavo-tricuspid isthmus. The caller noted that the ablation catheter was working properly. The physician then advanced the ablation catheter into the patient's coronary sinus. The patient's heart rate began to increase. The physician then utilized the intracardiac ultrasound catheter to evaluate the patient's pericardial space. The physician noted that the patient had a pericardial effusion. The physician then performed a pericardiocentesis. The caller noted that greater than 100 mls of fluid have been removed from the patient's pericardial space. The patient is stable at this time and will be admitted to the unit for observation. Physician's opinion on the cause of the adverse event is that it was bwi product malfunction and procedure. Patient improved but required extended hospitalization. Transseptal puncture was performed. No ablation was performed, no evidence of steam pop. The event occurred going out into the anterior interventricular vein from the coronary sinus. No error messages were observed when the perforation occurred.

Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31147678l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).